Event description:
Dealer advised right side frame bar that the seat connects to is broken. Dealer advised end user stated getting out of shower when this happened. No injury. Dealer could not provide any further information. (B)(4).